Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and had fluid loss. Inspection revealed a partial torn in the tubing near the pump. Air was also observed within the device. The ipp was explanted and replaced. No patient complications reported.